Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutters failed the test cut with an incomplete cut. The gears and collars were replaced and the cutter was returned to the customer; however, the cutter cannot be completely repaired without replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was incomplete meshing and a broken ratchet with a mesher. The event timing was not during surgery. No patient involvement or harm. This event was initially reported in medwatch #0001526350-2022-00864. This cutter was returned with the above mesher with no information pertaining to any malfunction. Upon evaluation it was found that this cutter did not pass a cut test. No further event information available at the time of this report.